Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 670 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was ketoacidosis. Customer was treated with IV. Customer had a heart attack when doing test at the hospital. Customer was wearing the pump at time of hospitalization. Customer was released from hospital on (B)(6) 2016. Customer stated that she will back when she is feeling better to troubleshoot pump.